Event description:
It was reported that using a femoral artery access approach during a procedure of the mildly calcified, mildly tortuous, de novo, mid diagonal artery the copilot was pressurized to 300 - 400 psi when a leak at the clamp seal connection was noted. The device was removed and replaced without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned. A review of the lot history record revealed no non-conformances associated with the reported lot and a review of the complaint history did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.